Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed by the facility that while the user was using otv-s7pro and clv-s40pro, the front panel display of the clv-s40pro blinked. Other detailed information was not provided. There was no report of patient injury associated with the event. This is a report for otv-s7pro.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus service operation repair center (sorc). Sorc checked the device and there was no abnormality of the device. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that there is no abnormality in the device because the error that the front panel of the clv-s40pro blinks informs the error of the clv-s40pro and has nothing to do with the device.